Event description:
Poly would not seat; was easily removed from "locked" position. Surgical time extended.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.